Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of the rotapro atherectomy system. Microscope examination of the device revealed that the annulus of the burr was damaged and not rounded. The damage to the annulus is consistent to interaction with the rotawire during rotation. Functional testing was also performed with a test rotawire, the rotawire was able be inserted into the annulus and advanced through the device with no issues. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. Functional testing was performed by connecting the rotapro advancer to the rotapro console control system. When the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire detached, the patient experienced a perforation and was sent for coronary artery bypass graft. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal circumflex artery. The right radial artery was accessed using a 7f non bsc sheath. The proximal left circumflex was difficult to visualize due to the patient being obese. The left circumflex was wired with difficulty. Rotational atherectomy was performed using a rotapro 1.25mm and a rotawire. The rotapro stalled after the initial atherectomy. The rotapro was pulled back successfully in the guide catheter. Upon removal of the burr it appeared that the distal 4 to 6 mm of the rotawire detached within the patient. The detached wire was in the left circumflex or the left main or aorta. The proximal left circumflex remained under dilated and there was intention to recross and advance a balloon catheter for dilation and proceed with stenting the vessel to jail the detached wire as snaring was not possible with the non-dilated proximal left circumflex lesion. Multiple guidewires were used in attempts to cross the lesion. All were unsuccessful. Staining was then observed within the left main and the patient became hypotensive. Pericardial tamponade was suspected. A perforation was observed in the left main. A 4.0x19mm stent was deployed to treat the perforation. The perforation was sealed. Immediate pericardiocentesis was performed with restoration of blood pressure. The patient required minimal cardiopulmonary resuscitation and epinephrine. Intubation was not required, and the patient was awake and conscious. The pericardium was drained. Trivial effusion remained and was the same 2 hours post procedure. The pericardial drain was left overnight. The patient underwent coronary artery bypass graft and is doing well.

Event description:
It was reported that the rotawire detached, the patient experienced a perforation and was sent for coronary artery bypass graft. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal circumflex artery. The right radial artery was accessed using a 7f non bsc sheath. The proximal left circumflex was difficult to visualize due to the patient being obese. The left circumflex was wired with difficulty. Rotational atherectomy was performed using a rotapro 1.25mm and a rotawire. The rotapro stalled after the initial atherectomy. The rotapro was pulled back successfully in the guide catheter. Upon removal of the burr it appeared that the distal 4 to 6 mm of the rotawire detached within the patient. The detached wire was in the left circumflex or the left main or aorta. The proximal left circumflex remained under dilated and there was intention to recross and advance a balloon catheter for dilation and proceed with stenting the vessel to jail the detached wire as snaring was not possible with the non-dilated proximal left circumflex lesion. Multiple guidewires were used in attempts to cross the lesion. All were unsuccessful. Staining was then observed within the left main and the patient became hypotensive. Pericardial tamponade was suspected. A perforation was observed in the left main. A 4.0x19mm stent was deployed to treat the perforation. The perforation was sealed. Immediate pericardiocentesis was performed with restoration of blood pressure. The patient required minimal cardiopulmonary resuscitation and epinephrine. Intubation was not required, and the patient was awake and conscious. The pericardium was drained. Trivial effusion remained and was the same 2 hours post procedure. The pericardial drain was left overnight. The patient underwent coronary artery bypass graft and is doing well.